Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad trace. The display functioned properly. No blank display or auto suspend noted. No moisture damage found on electronic assembly and motor. The device was received with scratched display window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer cleared the alarm but stated that the device would suspend itself when trying to bolus. The blood glucose at the time of the incident was 38 mg/dl, which she treated with juice and food. Troubleshooting was performed, the customer changed the battery and the display remained blank. The device was returned for analysis.